Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the new orders and new admits were not crossing over to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not current in pyxis. The technical support specialist found that several services were found to be inactive, including the external inbound processors service. The tss manually started the services and performed a quick validation to ensure system functionality¿messages were flowing correctly, stations were communicating, etl processes were running, reports were accessible, and no notices appeared in hsv. Upon reviewing the external inbound processors log, tss observed that the service had stopped. The tss confirmed that all queued messages have now been processed on the es server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the new orders and new admits were not crossing over to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.